Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this pacing lead was attempted to be implanted. During the procedure, the pacing thresholds were poor and the pacing impedance was high, out-of-range at greater than 3000 ohms. The physician tried to reposition the lead, but the helix was not able to be retracted. This lead was removed from the patient and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacing lead was attempted to be implanted. During the procedure, the pacing thresholds were poor and the pacing impedance was high, out-of-range at greater than 3000 ohms. The physician tried to reposition the lead, but the helix was not able to be retracted. This lead was removed from the patient and a new lead of the same model was implanted successfully. No adverse patient effects were reported. The lead was expected to be returned for analysis.